Event description:
A physician reported a pt who received her first treatment into the nasolabial folds and glabella on 10/1/96. The pt developed immediate erythema and swelling at all injection sites which was attributed to the injection procedure. Between 10/1/96 and 10/30/96, the erythema and swelling persisted. On 10/30/96, the pt presented with erythema at the glabella and pinkness and bumps at the nasolabial folds and pain at all injection sites. Intralesional kenalog was injected into the area. On 11/14/96, the swelling and tenderness was improved and erythematous nodules remaines at the nasolabial folds. Intralesional kenalog was again injected. The skin test sites remain negative. The physician diagnosed a hypersensitivity.